Event description:
The technician alleged the right head side rail would not latch. No pt impact.

Manufacturer narrative:
The technician replaced the center arm side rail assembly and the inside cover to resolve the issue.